Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the insulin pump alarmed software error after battery change. Mother mentioned that they had borrowed the device from another patient. It was advised to clear the alarm and set time/date. While entering settings, the alarm occurred again. Mother stated that the customer's blood glucose was stable; value is unknown. It was advised to discontinue the use of the device and revert to a backup plan. Device is not being returned.